Event description:
The customer reported occurrences of infusion inaccuracy but is not alleging any device malfunction. The reporter stated that a nurse failed to respond to a kvo alert, and as a result, a 24 hour infusion was delayed. The clinical practice at the facility is to program 2 hours of a 24 hour infusion, and rely on the alert from the device to remind them that an additional 2 hour volume needs to be programmed. However, at the end of the 2 hour period, the nurse frequently does not return to the device in a timely manner and some of the 24 hour infusions are taking much longer to complete. The customer could not provide any pt specifics, dates, times, or device numbers. There was no report of any pt harm or medical intervention.

Manufacturer narrative:
(B)(4). No malfunction of the device was alleged. The affected equipment was requested specifically to investigate events by doing a log review for programming and time elapsed between kvo alerts and subsequent programming of the next two hours volume. The customer has declined an investigation; he states that no product will be returned because they have no record of device serial numbers.